Event description:
A report was received that the patient was explanted due to the lead site healing differently than normal with a slight protrusion. No infection was suspected, the patient was given vancomycin during the procedure as a preventative measure. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: implantable pulse generator, model #: sc-2218-50, serial #: (B)(4), description: linear lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.